Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the patient's non-compliance of their medications including their history of pulmonary edema, and the event was not caused by barostim. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2025. Following the procedure, the patient experienced shortness of breath and developed pulmonary edema and was admitted in the hospital. It was noted that the patient had not taken their lasix for two days prior to implant which was not instructed by the surgical center. It was noted that the patient had a history of pulmonary edema and noncompliance for medication. The patient received diuretics and the edema resolved. The patient was discharged on (B)(6) 2025. Per the opinion of the physician, the root cause of the event was the patient's non-compliance of their medications including their history of pulmonary edema, and the event was not caused by barostim.